Event description:
The svc rep was visiting the facility to perform scheduled product maintenance testing. During this visit the svc rep was informed by the rptr about this event which happened approx 3 months prior. Reportedly when the device was connected to a pt the device inappropriately indicated connected electrodes and later power shut off.